Event description:
It was reported that during a wisdom teeth procedure at the user facility, the drill was smoking. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and not medical intervention were reported.

Manufacturer narrative:
Due to the device not being recognized by the console during evaluation at the MFR, the customer's complaint regarding smoking could not be confirmed. However, corrosion was found on the driveshaft, and rotor and driveshaft bearings were not turning smoothly.